Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was still intact and did not notice any external damage. The device history report shows there was a pump motor drive phase b post error in history. The device showed customer stated problem could not be verified after flow and occlusion tests. The root cause was found to be the customer did not recharge the battery pack after depleting it. After checking alarm history, noticed a low battery and depleted battery alarm just before the pump motor phase b post error. The tech performed pm on pump. Performed occlusion test and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump motor drive phase b post had an issue. No patient injury reported.